Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri). The patient experienced symptoms due to vvi 65 programming and did not tolerate pacemaker syndrome well. The device was explanted and replaced. No further patient complications have been reported as a result of this event.